Event description:
It was further reported that pre-dilatation of the lesion was not completed because the artery had severe calcium. The procedure was not completed because the other balloons did not have enough dilatation force to open the artery.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 95% stenosed de novo lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 20mm x 2.00mm apex monorail balloon catheter was selected for pre dilation. The balloon was advanced and inflated to 10 atms for two seconds, and a balloon rupture occurred. The balloon catheter was removed intact. The procedure was not completed. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that pre-dilatation of the lesion was not completed because the artery had severe calcium. The procedure was not completed because the other balloons did not have enough dilatation force to open the artery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic examination of the returned device revealed a longitudinal tear in the balloon. The tear was located over the proximal edge of the proximal markerband and extended distally for a total length of 7mm. An examination of the markerbands and balloon material could not identify any issues which could potentially have contributed to the tear. Further examinations of the device found that the inner/guide wire lumen was stretched between the proximal and distal markerbands. As a result of this damage to the inner, it was not possible to pass a 0.015 inch size mandrel past the stretched section of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).